Manufacturer narrative:
Problem code 1069 captures the reportable event of stent break. Problem code 1528 captures the reportable event of stent difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 20, 2020 that a wallflex fully covered biliary rmv stent was to be implanted during a procedure performed on (B)(6) 2020. According to the complainant, after the stent was deployed, the whole top of the stent snapped off inside the patient. The stent was retrieved with grasping forceps which was reported to be difficult. It is unknown if the procedure was completed. There were no patient complications reported as a result of this event. Note: despite efforts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date.